Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) did not power up. It was noted that the battery contact inside the lower case, the battery drawer shorting bar, both output connectors and both output connector nuts were contaminated. It was also noted that the hanger was cracked and the main seal was broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not power up. It was noted that the batteries were changed out but the issue persisted. The epg was returned to service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.